Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient was shocked 4 times. The patient presented to the emergency room and it was found that noise was being oversensed which resulted in the 4 inappropriate shocks. An x-ray confirmed that this right ventricular (rv) lead had dislodged. A field representative turned the ICD off until surgery could be performed. Surgery to fix lead was performed the following day. No additional adverse patient effects were reported.